Event description:
Patient scheduled for removal of old hardware in right hip and placement of antibiotic cement spaces. As surgeon was removing the old implant, the tip of the moreland instrument broke in the patient. Both pieces were recovered. Fluoroscopy of the right hip taken. Negative for any pieces of instrumentation left in patient.